Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on unknown date and setting. The valve was used with silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On an unknown date, cerebrospinal fluid flow could not be confirmed and shunt failure was suspected. Therefore; the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.